Event description:
It was reported that the tunneler sheath broke while being removed. The pt had surgery and returned with infection. During the 3rd incision and drainage (I&d), a 2" piece of one sheath and 4" piece of second sheath were found inside the wounds. Surgeon did not attribute infection to sheath fragments. It was reported that sheath breakage was attributed to surgeon's error.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The sample was not available for eval and investigation. Without the actual product or lot number, a complete analysis cannot be conducted. As no lot number was provided, the device history record and the lot history cannot be reviewed. It was reported that the broken sheaths were attributed to surgeon error. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.